Event description:
It was reported that the ilet touchscreen became unresponsive on a specific screen during a fill tubing step, preventing selection of ¿yes,¿ and the issue was resolved after restarting through the ilet app; a firmware update was then initiated, and the device will be tried again after the update. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive touch input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.